Event description:
Dome detached, during traction removal. Indwelling period was 180 days. The detached portion was removed endoscopically. Medication applied was temocapril hydrochloride, sodium valproate. The depth of the stoma was around 2.5 - 3 cm. Lubricant was not used at removal. Skilled doctor was in charge.